Event description:
Percutaneous coronary intervention (pci) was performed in a 90% stenosed lesion with severe calcification and severe tortuosity in the proximal to mid left anterior descending (lad). A guide catheter and guidewire were placed. The lesion was pre-dilated with a balloon catheter and then the intravascular ultrasound (ivus) catheter was introduced, but was unable to cross the lesion, the lesion was dilated with another balloon catheter. A stent was implanted in the mid lad, and another one in the proximal lad. Post stent placement, the ivus catheter crossed the stented lesion without difficulty confirming the stents to be fully deployed. During withdrawal of the ivus catheter, it became stuck on the edge of the stent placed in the proximal lad. The physician pushed the ivus catheter and it was released from the stent; stents were undamaged. After successful removal of the ivus catheter, no additional treatment was performed. There was no complications and the pt's status was reported as "fine".